Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. See associated medwatch: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50113, 1221934-2017-50114, 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50120, 1221934-2017-50121, 1221934-2017-50124.

Event description:
It was reported that the surgeon opened 15 implants and 13 were defective. Indeed, every time surgeon wanted to deliver the device, both implant (2) instead of 1 were delivered. Surgeon did not try to change the gun before opening every device. This is report 13 of 14 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available. Associated medwatch report number: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50113, 1221934-2017-50114, 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50121, 1221934-2017-50122, 1221934-2017-50124, 1221934-2017-50126, 1221934-2018-55025

Event description:
Additional information received from affiliate on 13 february 2018: it was reported that there was a delay in the procedure, but it is unknown how long the delay was. The procedure was completed using other anchors that were readily available. It is unknown if there were any procedural or patient anatomy factors which may have contributed to the breakage. The issue occurred during an initial procedure. No portion of the implant remained in the patient; no patient impact was reported. Additional information received from affiliate on 19 october 2018: a seventh 12 degree needle was returned due to having an issue related to the reported complaint.

Manufacturer narrative:
Product complaint # (B)(4). Corrected associated medwatch number below: device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is currently unavailable. See associated medwatch: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50114 , 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50120, 1221934-2017-50121, 1221934-2017-50124, 1221934-2017-50126.

Event description:
It was reported that the surgeon opened 15 implants and 13 were defective. Indeed, every time surgeon wanted to deliver the device, both implant (2) instead of 1 were delivered. Surgeon did not try to change the gun before opening every device. This is report 13 of 14 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: concomitant medical products investigation summary: the complaint devices were received and evaluated visually by npd engineer. The seven needles cannot be distinguished as the batch/ lot number is not printed on the device. Visual observations revealed 6 of them missing both implants and sutures. The seventh needle had both implants are on needle slot near the distal tip of the needle, hence the implants were never deployed. No structural anomalies were observed on the needle or the implants. This failure mode results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it can deploy both implants at the same time. Since the gun is discarded, we cannot discern any definite root cause at this point of time. Nonconformance review was performed, no nonconformances were identified for 6 out of 7 reported 27 degree needles. The nonconformances were identified for the 7th reported 27 degree needle were unrelated to the complaint condition. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) ¿ incomplete the expiration date is not currently available. Associated medwatch report number: 1221934-2017-50108, 1221934-2017-50109, 1221934-2017-50110, 1221934-2017-50111, 1221934-2017-50112, 1221934-2017-50113, 1221934-2017-50114, 1221934-2017-50115, 1221934-2017-50117, 1221934-2017-50119, 1221934-2017-50120, 1221934-2017-50121, 1221934-2017-50124, 1221934-2017-50126, 1221934-2018-55025